Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions) corrected data h6 (type of investigation). Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of hypercholesterolemia and diabetes.

Event description:
Edwards received notification that a 75 years old patient with a valve model 290027mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of seven (7) years and eleven (11) months due to aortic regurgitation. A 26mm transcatheter valve was implanted within the pre-existing edwards surgical device. The patient was noted to be recovering.

Manufacturer narrative:
H10: additional manufacturer narrative: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section b5 (describe event or problem), b6 (b7 other relevant history, including preexisting medical conditions (e.g allergies, race, pregnancy, smoking and alcohol use, hepatic/renal dysfunction, etc.)), e1 (title, first/given name and last name), h6 (health effect - clinical code) and h6 (device code(s)) h10: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received notification that a 75 years old patient with a valve model 290027mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of seven (7) years and eleven (11) months due to degeneration and flail aortic valve prosthesis leaflet leading to aortic regurgitation and stenosis. The patient presented with dyspnea on exertion and dizziness before the viv procedure. A 26mm transcatheter valve was implanted within the pre-existing edwards surgical device. The patient was noted to be recovering and doing well.